Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading was inaccurate. The reporter stated that the pump showed 50-60 units of insulin before priming. After priming, the pump showed only three units with no low cartridge warning. A review of the prime history showed a prime of 15.2 units and one of six units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.